Event description:
It was reported that during an ablation procedure, a faradrive steerable sheath clear was selected for use. After inserting the faradrive steerable sheath clear and dilator into the patient, the dilator was removed. Upon aspiration, air ingress was confirmed in the syringe during backflow. A starter guidewire and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. A pressure bag was used for irrigation. No leak or air in the patient was observed. The procedure was completed using different faradrive steerable sheath clear. No patient complication occurred. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Analysis of the returned sheath identified a tear in the external valve that compromised the valves ability to maintain a seal for pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation.

Event description:
It was reported that during an ablation procedure, a faradrive steerable sheath clear was selected for use. After inserting the faradrive steerable sheath clear and dilator into the patient, the dilator was removed. Upon aspiration, air ingress was confirmed in the syringe during backflow. A starter guidewire and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. A pressure bag was used for irrigation. No leak or air in the patient was observed. The procedure was completed using different faradrive steerable sheath clear. No patient complication occurred. The sheath has been received at boston scientific's post market laboratory.